Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Blood glucose was 394 mg/dl. Reportedly, the customer used apdira insulin and tandem's technical support educated the customer on insulin/cartridge labeling.